Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k013227.

Event description:
It was reported that an implant was removed due to a fracture at the implant collar. Patient suffered from inflammation. Procedure was completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region, and exhibited signs of being trephined. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 63899904. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63899904 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.